Event description:
It was reported that a sharp piece split from catheter and caused patient bleeding and pain for a week. The magic 3 catheter came with a sharp piece toward the end that caused the patient was bleeding and in pain. He prefers to use a different type of catheter and he is scared he may receive more defective caths. Unclear if medical intervention was provided. No additional information provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review was not performed because labeling could not have prevented the reported failure. Correction: d, f, h, UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sharp piece split from catheter and caused patient bleeding and pain for a week. The magic 3 cath came with a sharp piece toward the end that caused the patient bleeding and pain. He prefers to use a different type of cath he is scared he my receive more defective caths. Unclear if medical intervention was provided. No additional information provided. Per follow up information received via email on 03aug2025 patient was out-side working in the yard on a extremely hot day. Patient was a bit dehydrated but needed to catheter. Went in the house to catheter and felt pain inserting the catheter. Patient figured it was due to the dehydration and emptied bladder then removed the catheter. Patient feel even stronger pain removing the catheter. That's when patient saw the blood. Realizing that it was more than the dehydration at this point , patient closely inspected the catheter and found a defect. It was a burr sticking out of the side of the catheter. Had pain, discomfort and bleeding for about a week. Also has much anxiety every time when patient need to catheter, which was 5 times a day, for the rest of life. Patient did switch brands, to coloplast, because patient didn't trust bard anymore. Haven't experienced anymore defective catheters, but the anxiety was still there.

Manufacturer narrative:
The reported event is confirmed - manufacturing related. Visual: received 1 magic3 intermittent catheter. Verified material number 50614 and batch number jujy0210. Sharp piece of silicone sticking out of tip of catheter. Therefore, product does not meet specifications. A labeling review was not performed because labeling could not have prevented the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sharp piece split from catheter and caused patient bleeding and pain for a week. The magic 3 cath came with a sharp piece toward the end that caused the patient bleeding and pain. He prefers to use a different type of cath he is scared he my receive more defective caths. Unclear if medical intervention was provided. No additional information provided. Per follow up information received via email on (B)(6) 2025 patient was out-side working in the yard on a extremely hot day. Patient was a bit dehydrated but needed to catheter. Went in the house to catheter and felt pain inserting the catheter. Patient figured it was due to the dehydration and emptied bladder then removed the catheter. Patient feel even stronger pain removing the catheter. That's when patient saw the blood. Realizing that it was more than the dehydration at this point, patient closely inspected the catheter and found a defect. It was a burr sticking out of the side of the catheter. Had pain, discomfort and bleeding for about a week. Also has much anxiety every time when patient need to catheter, which was 5 times a day, for the rest of life. Patient did switch brands, to coloplast, because patient didn't trust bard anymore. Haven't experienced anymore defective catheters, but the anxiety was still there.